Event description:
It was reported that the anesthesia system failed the pressure transducer and inspiratory and expiratory valve tests test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation into the reported failure has been completed. The fresh gas pressure transducer pcb was identified as faulty and thereafter replaced by the customer. Following replacement, the anesthesia system performed as expected and has been returned to clinical use. The replaced component was retained by the customer and not returned, thereby preventing further root cause analysis. A complete set of device logs was received. Evaluation of the logs shows that the system checkout (sco) failed prior to and in the date of event. The pressure transducer test and other test failed too due to the measured zero pressure offset for the fresh gas pressure transducer pcb being out of range; the measured zero pressure offset was 9 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the provided information that the replacement of fresh gas pressure transducer pcb resolved the reported issue. However, due to the absence of the returned component, the exact root cause of the failure could not be determined.